Manufacturer narrative:
Follow-up report indicated that the patient continued to have loss of function in his right leg after being discharged from the hospital. The patient is currently undergoing rehabilitation with a specialist and cannot walk unaided. The patient continues to recover and there were no reports of further complications. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that following an implant procedure, a patient experienced temporary paralysis in his right leg. The device was explanted and the patient has regained movement. The patient is recovering and there are no reports of further complications. During follow-up, the physician mentioned there was some difficulty advancing the leads during implant.